Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient's scs was not functioning. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patients ipg site was infected. Symptom of fever was noted. It was also reported that the patient had serous fluid on the dressing and described it lesion as smaller than a dime with a central area of eschar type material. The physician does not know if infection was device related. The patient was placed on oral antibiotics and underwent an explant procedure. Additional suspect medical device component involved in the event: model #: sc-4316 serial #: (B)(4) description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients scs was not functioning. The patient will undergo an explant procedure.